Event description:
While wearing the external equipment, the pt's family members observed that the pt did not respond to sound. In 2005, the pt was seen at the center for evaluation. External equipment was exchanged. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device was scheduled.

Event description:
While wearing the external equipment, the pt's family members observed that the pt did not respond to sound. In 2005, the pt was seen at the center for evaluation. External equipment was exchanged. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device was scheduled.